Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom on (B)(6) 2012, to report that upon removal of sensor on (B)(6) 2012, due to sensor failure, the sensor wire was missing. The patient believes the sensor wire remained under his skin. At the time of his call to technical support, patient reports that he is experiencing no discomfort and is in fine condition.